Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/16/2014 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no evidence of a shortened battery life. The pump successfully completed a prime sequence without replication of the issue or alarm. The pump¿s electric power draws were found to be within specification. There was no damage or defect to the pump¿s internal components. Unrelated to the complaint, three battery compartment cracks were discovered. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.